Manufacturer narrative:
(B) (4).

Event description:
The pt experienced a loss of stimulation sensation following a fall about one week ago in which she landed on the opposite side of the implant. The pt was able to navigate to 2 different programmed groups with the highest parameters and was still not able to feel her stimulation. She was re-directed to physician. Further info was requested.